Manufacturer narrative:
Bd received a sample and a photo from the customer facility for investigation. The samplesand photo were evaluated and the customer¿s indicated failure mode for scale marking missing with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed complaint. The probable cause for the defect is related to misalignment of the air nozzles of the marking machine entrance, allowing the defect product flow of the process.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ 1ml insulin syringe was missing the scale markings before use. No injury or medical intervention.